Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the image occasionally turned black out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image went black and was not displayed. The user replaced the subject device to another device and completed the procedure.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is speculated that the device had been delivered for more than 6 years, and that long-term repeated use resulted in deterioration of the connectors between the scope and the processors, which made it impossible to transmit stable images. Or, it is inferred that the electronic component of the video board around the output connector deteriorated over time, resulting in an event that it became impossible to perform a stable monitor output. If additional information is received, this report will be supplemented.